Event description:
It was reported that the surgeon commented on a fracture in few heavy patients due to eased post-op activity restrictions. He did not have any complaint about the instruments or implant system. He commented that he believed some restriction of post-op activity may be needed for patients that are heavy.

Manufacturer narrative:
No specific device information was provided. The citation stem was noted on the report but the report went on to say that the surgeon did not have a complaint about the implant system or the instruments. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
Reported event: an event regarding label content concerning periprosthetic fractures and the need to add restrictions for post-op activity for heavy patients was reported. The event involved citation stems. The event was not confirmed as this instruction is covered in the existing citation IFU. Method and results: device evaluation and results: a visual, dimensional, and functional and material analysis inspection were not performed as the event is related to a labeling content issue involving patient/user related factors and not specific devices. The event related to a generalized labeling content issue involving patient/user related factors. Specific patients and their medical records are being investigated under separate product inquiries. Conclusions: the investigation concluded that the issue of periprosthetic fractures and the need for adding restrictions to post-op activity for patients which are heavy is already addressed in the IFU. The IFU is intended to give guidance to the physician and is included with each citation stem. The IFU clearly states: "intraoperative fracture of the femur can occur during seating of the prosthesis. Bone stock must be adequate to support the device ..." "Intraoperative and early postoperative complications can include: femoral or acetabular perforation, or fracture." "Late postoperative complications can include: ... Femoral fracture by trauma or excessive loading, particularly in the presence of poor bone stock;" "an overweight or obese patient can produce higher loads on the prosthesis which can lead to failure of the device." " the surgeon must advise the patient of both the limitations of the reconstruction and the need for protection of the implant from full weight bearing until adequate fixation and healing have occurred. Excessive activity and trauma affecting the joint replacement have been implicated in failure of the reconstruction by loosening, fracture and/or wear of the prosthetic implants." " the surgeon must caution/warn the patient to limit activities and protect the replaced joint from unreasonable stresses, and to follow the instructions of the physician with respect to follow-up care and treatment." It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the surgeon commented on a fracture in few heavy patients due to eased post-op activity restrictions. He did not have any complaint about the instruments or implant system. He commented that he believed some restriction of post-op activity may be needed for patients that are heavy.